Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a post market clinical study regarding a patient receiving morphine (6.0 mg/ml) at 2.4998 mg/day, compounded baclofen (800.0 mcg/ml) at 333.31 mcg/day, bupivacaine (30.0 mg/ml) at 12.499 mg/day and clonidine (200.0 mcg/ml) at 83.33 mcg/day in simple continuous mode via an implantable pump for non-malignant pain. The patient's intrathecal dose was increased by 22% at a previous visit on (B)(6) 2016, but the patient did not report any side effects following the increase. The patient's family member reported that the patient was acting and exhibited symptoms of being 'over-medicated' on (B)(6) 2016. That day the patient's family member purchased a magnet and placed it over the pump in order to suspend therapy. The patient became more coherent and responsive the following day. Two days later the magnet was removed and therapy resumed. The personal therapy manager (ptm) was activated to ensure the pump resumed infusing. The event resulted in an unscheduled clinic or office visit. The event was possibly related to the device or therapy, possibly related to the implant procedure, and possibly related to the drug morphine. The drug action that caused the event was a dose increase. The clinical diagnosis was intrathecal (it) medication side effects. The event was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The event was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.